Event description:
A siemens customer service engineer (cse) was at the customer site performing maintenance on a dimension exl 200 instrument. When the cse opened the pump panel door, the sample pump solenoid valve power cable shorted. There were no reports of injury or impact on patient samples due to the short circuit.

Manufacturer narrative:
After evaluation of the instrument and instrument data, the cse determined that the cause of the short circuit was due to a tight sample solenoid valve pump power cable. The cable was tightened by the hinge door panel when the cse opened the panel door. The cse repaired the cable and replaced a fuse. The instrument is performing within specifications. No further evaluation of the device is required.